Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 200-477mg/dl. The customer administered a manual injection and disconnected from the pump in order to address their bg levels. The customer stated that they believed their high bg levels were due to an infusion set issue but no infusion set issues were observed. System check with tandem technical support (cts) indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management. Cts discussed the importance of ensuring that the luer lock is tight and the importance of good site rotation.